Event description:
A pt was being lifted from the floor when care assistant noticed that the pt's foot was being crushed by the mast of the hoist. The pt has not been able to alert the care assiatant because of profound disability. Severe bruising to the pt's foot was treated by first aid at the day centre.